Event description:
An advocate from (B)(6) stated her husband received a blood glucose reading of more than 300mg/dl on the breeze2 meter. He injected 3 units of novolin insulin accordingly. He ate dinner, and the following morning he exhibited hypoglycemic symptoms. He performed a blood test and the reading was 34mg/dl. To recover, he drank coffee with sugar and ate candy. On (B)(6) the customer ran a blood test on the breeze2 and the reading was 155mg/dl. He injected 7 or 8 units of novolin insulin, and around 5:00 the next morning he experienced hypoglycemia. He again drank coffee with sugar and ate candy until he recovered. No hospitalization was required in either case. It was asked that the test strips be returned for evaluation.

Manufacturer narrative:
The initial reporter full address was not provided.